Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked reservoir tube window corners cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that there was crack around the rim and on lcd screen . The customer¿s blood glucose level was 127 mg/dl. The customer also reported that the reservoir was not able to lock in place. The insulin pump will be returned for analysis.